Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was a defective circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, it is not possible to establish the root cause.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer that the touch panel display was blacked out and the device was not booting up. The reported issue was observed during maintenance. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was no image on the monitor. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
During device evaluation, it was confirmed that the device was not booting up and the touch panel remained dark. It was observed that the reported issue (touch panel display blacked out and device not booting up) and no image was caused by a defective cp board (printed circuit board). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.